Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was 416 mg/dl. The customer treated with the insulin pump. No medical assistance was needed. Troubleshooting was declined for the blood glucose. The customer's current blood glucose is 307 mg/dl.